Manufacturer narrative:
B3: (B)(6) 2025, is the reported month/year of the event, but exact day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had seam separation at air detector side. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was an issue with the gap between the air detector and the front housing. The issue was confirmed, and the front housing was replaced with a new one. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.